Event description:
It was reported that the drain broke off in the pt. It is unk whether surgical intervention was required to remove the drain. The current status of the pt is unk. Additional info has been requested but has not been received.

Manufacturer narrative:
No sample was returned for evaluation. Device history records were reviewed and nothing was found that could have caused or contributed to the reported event. The internal reject records for the past 24 months were reviewed and those records did not show any rejects related to tensile values. All values were above those specified in the international standard for surgical drains. There was no evidence of any mfg issues that may have caused or contributed to the reported problem. As a finished good, qa performs visual inspections for cuts or tears on the surface of the drain. A review of the instructions for use showed the following cautions: to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).